Manufacturer narrative:
Catheter model: 8731, lot# b005111n12, implanted: 2003-(B)(6), explanted: unk.

Event description:
A dislodged catheter was reported. Pump was programmed to stop and alarms were silenced. Additional information has been requested; a follow-up report will be sent when it becomes available.